Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements, eventually measuring greater than 150 ohms. A synchronized shock was performed in which a shock impedance measurement of 116 ohms was observed. The physician elected to continue monitoring this patient via their home monitor. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to b1 product problem to adverse event/product problem for serious injury, and b2 to other serious.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements, eventually measuring greater than 150 ohms. A synchronized shock was performed in which a shock impedance measurement of 116 ohms was observed. The physician elected to continue monitoring this patient via their home monitor. This ICD remains in service. No adverse patient effects were reported.